Event description:
A facility pharmacist reported to baxter (B)(4) of a mirafilter i.v. Extension set with 1,2 microm filter that was "found leaking at the level of the luer lock. According to the reporter the filter leaked at the junction of the luer lock". The process step was during infusion. There was a patient involved, but there was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During the visual inspection it was observed that the luer was disconnected from the tubing. Functional test was not performed since the defect was visually confirmed. The root cause was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.